Event description:
This was reported as an arteriotomy closure of the calcified right common femoral artery with a prostyle device using the pre-close technique prior to a stent graft procedure. Reportedly, the suture was not attached to the needle when the plunger was removed. The sutures of two new prostyle devices were successfully pre-placed and the stent graft procedure was completed using an18f sheath. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
E1: department of cardiovascular surgery, (B)(6) (hospital. The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.